Event description:
It was reported that shock impedance measurements on this cardiac resynchronization therapy defibrillator (crt-d) were high and out of range. It was noted that shock lead impedance had been rising gradually since implant. Boston scientific technical services (ts) discussed this is likely due to a physiologic change and recommended continued monitoring. No adverse patient effects were reported. This device remains in service.